Event description:
It was reported the patient stated she has trouble turning her ins (stimulator) off. The patient stated she's had several procedures where the ins (stimulator) was left on because she can't turn it off. The patient stated it happened first (B)(6) 2010 and then again this year but didn't have the date for this year.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).